Event description:
After cementing crowns with a dental resin cement panavia patient said she has stomach in and back of head had 2 strange feeling (circular) in back of head. Left axial lymph nodes, swollen, tingling down left arm, hand felt hot. Needle and pins right and left hand (repeated several days later). Stopped up area above tooth #12, pain "to ext".